Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the screen was flashing display. The blood glucose value was 153 mg/dl. Customer decline troubleshooting for blank display. The product will return for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify missing segments, partial display, flashing display or product design due to blank display. Device received with corroded battery tube and corroded motor home switch.